Event description:
Event description cpi received information that a hospital monitor recorded a pause in brady pacing when the pacing fuction of this implantable cardioverter defibrillator (ICD) should have provided support.